Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The appearance of the spray-coat pattern in this product is normal. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes there was condensation inside an unspecified number of tubes. There were no health consequences or impacts reported.